Event description:
It was reported to boston scientific corporation on october 29, 2008, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, during the case, they were getting a "fluid loss" error message. They noted that at one point some fluid was leaking from the purple tubing, however, the reservoir fluid level never dropped but they still received a fluid loss message. The case was completed despite this problem. There is no further information available regarding the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.